Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella surgical site was red and inflamed causing pain and swelling at the site and down the patient¿s arm. After investigating the problem, a small hematoma was evacuated from the impella pocket and the symptoms improved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use states ¿assess access site for bleeding and hematoma.¿